Manufacturer narrative:
(B)(4). Used for retrograde ejaculation.

Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. Three months, 15 days post procedure, the patient presented with retrograde ejaculation, onset date (B)(6) 2013; continuing as of (B)(6) 2013. No further information was reported.